Event description:
It has been reported to company that the catheter became disconnected during the procedure which caused the catheter to stop pacing. There is no report of patient injury and the device has been returned of company's analysis.